Event description:
It was reported by the customer that a pyxis anesthesia es system had a drawer failure, preventing users from removing medication. The customer stated that there was a delay and had to wait for 5 minutes to retrieve the required medication from another station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that a drawer in the station had malfunctioned. A field service engineer made adjustments to the sensors to resolve the issue. The system functioned as intended.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Corrections and or additional information has been added to the following sections: d1, d3, d5, e3, g6, h2, h6, h11. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from 20-nov-2022 to 19-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a drawer failed. The field service engineer adjusted the sensors to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es system had a drawer failure, preventing users from removing medication. The customer stated that there was a delay and had to wait for 5 minutes to retrieve the required medication from another station. There were no adverse events or injuries reported based on this event.